Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed, 80 degree bent target lesion was located in the calcified and severely tortuous distal right coronary artery. The 3.5 x 24mm veriflex mr stent delivery system was advanced, but was unable to cross the lesion. The stent detached within the guide catheter and was removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed, 80 degree bent target lesion was located in the calcified and severely tortuous distal right coronary artery. The 3.5 x 24mm veriflex mr stent delivery system was advanced, but was unable to cross the lesion. The stent detached within the guide catheter and was removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the delivery device. The actual guide catheter that was used during this procedure was not returned for analysis. An examination of the balloon found a clear impression of the stent crimp on the balloon material. No damage was noted to the delivery catheter. No stent was received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint stated that the stent dislodged inside the guide catheter after the device failed to cross the lesion. The dfu instructs the operator not to attempt to withdraw an unexpanded stent back through the guide. The most probable root cause classification is user / use error. (B)(4).

Manufacturer narrative:
(B)(4).